Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure using a flexiva 365 laser fiber, the fiber was broken prior to the nurse removing it from the package. The middle part of the fiber was broken in two pieces. The fiber was not used in the patient. The procedure was completed with another flexiva 365 laser fiber without complications to the patient, who is reportedly "fine" post procedure.

Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure using a flexiva 365 laser fiber, the fiber was broken prior to the nurse removing it from the package. The middle part of the fiber was broken in two pieces. The fiber was not used in the patient. The procedure was completed with another flexiva 365 laser fiber without complications to the patient, who is reportedly fine post procedure.

Manufacturer narrative:
Visual examination of the returned fiber revealed the pattern on tip face is consistent with degrading. The fiber broke 86.0 cm from the distal tip. Burn marks are visible at the break indicating that the fiber broke while in use. There is approximately 1.5 mm of exposed tip remaining.

Manufacturer narrative:
(B)(4).